Event description:
It was reported that there was infection of cervical soft tissue. There were gram positive cocci in pairs, and moderate staphylococcus aureus. The device was removed. Patient recovery was unclear, as it was listed as both "no injury" and "recovered with sequela." Additional information was requested, but was not available at the time of this report.

Event description:
Follow up reported patient recovered well, no complications. Health care provider noted he put recovered with sequela as meaning patient went back to baseline symptoms because they no longer had their device. The patient did not have any complications or sequela of any sort from the explant.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2006 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3550-2, product type accessory. (B)(4).